Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery (lad). A 6f guidezilla ii was selected for use. During the procedure, it was noted that during guidezilla usage, a non-boston scientific stent dislodged off the balloon inside the patient. All devices, including the stent, were removed, and the procedure was completed successfully. No complications were reported, and the patient was stable post procedure.